Event description:
It was reported that during the procedure, the bmw universal guide wire unraveled. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event is estimated. The customer reported the guide wire is being retained by the account. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the previously filed report, new information received states that the balance middleweight universal guide wire was being used to treat the moderately calcified and moderately tortuous circumflex artery. After deployment of a stent in the circumflex, the guide wire tip became caught on a stent strut which resulted in the tip separating and migrating into the circumflex. A second stent was placed to jail the tip to the vessel wall. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.